Event description:
On (B)(6) 2012, rotaflow serial number (B)(4) gave an ER 20 error code. This incident did not occur during use. (B)(4).

Manufacturer narrative:
(B)(4). The maquet sales and service representative identified that this is a communication problem between the pump that is being used and the hl20 cart. The drive assembly from the rotaflow was unplugged and the unit still failed. Rotaflow #3 was removed and a different rotaflow was installed. The different rotaflow ran for 20 minutes and no alarm. The different rotaflow was removed and the rotaflow #3 was reinstalled. Rotaflow #3 ran for 1 hour with no failures. Per service order (B)(4), generated by the maquet sales and service representative, the probable cause for this event was a bad connection on the odu plug between the rotaflow and hl 20 cart. This event was resolved once the rotaflow units were swapped and moved. (B)(4)